Manufacturer narrative:
The customer¿s report of a fluid leak from a crack in the female luer of an extension set was not confirmed. Visual inspection of the set showed no defects. Examination under magnification did not reveal any cracks or damage to the female luer. Functional and pressure testing was performed; no leaks were observed anywhere on the set when testing both female luers. The root cause of the reported event was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the patient was receiving an infusion of rcb through a ivad (intravenous access device). A leak was noted within 15 min. Into the infusion. The leak and crack was noticed at the female end of the extension set along the seam. The tubing was replaced and no patient harm reported. The event occurred in the pheresis center.